Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left heart. A 3.50 x 28mm synergy drug-eluting stent was selected for use; however, after placing the stent into the non-bsc guide wire, the stent was noted with a little rolled up and peeled up off the balloon. The device was removed from the guide wire and the procedure was completed with a different device. No patient complications were reported.